Manufacturer narrative:
The insulin pump received a button error alarm due to corroded keypad traces. The insulin pump was received with a cracked display window corner, cracked battery tube threads, a cracked reservoir tube lip, scratched lcd window and a missing end cap sticker.

Event description:
It was reported that the customer received a button error alarm on her insulin pump. The customer was advised to revert to a back-up plan. Nothing further was reported.